Event description:
A nurse from the user facility reported twelve patients experienced toxic anterior segment syndrome (tass) following cataract surgeries. Surgeries occurred over a six month period and involved two surgeons. The other manufacturer report numbers are MDR #s: 119421-2006-00207, 119421-2006-00208,1119421-2006-209, 1119421-2006-210, 1119421-2006-211, 1119421-2006-212, 1119421-2006-213, 1119421-2006-214, 1119421-2006-215, 1119421-2006-00216, 1119421-2006-00219. No product, procedural or environmental factor was identified as a cause. A visit has been scheduled with a nurse consultant to assist the facility in identifying possible contributing factors in these cases of tass. Intraocular lens serial numbers were supplied as patient identifiers along with dates of surgeries and a list of some of the products used. In this case onset was within 24 hours and the tass was moderate the patient is treated with topical steroid (high frequency). Teh inflammation is responding to treatment. There has been no unplanned surgical intervention and no cultures were obtained.

Manufacturer narrative:
H3:6: no product was identified as more suspect than another and no product has been returned. Product history records were reviewed for the iol serial number provided and all documents indicate the product met release criteria. Lens sterilization records were reviewed and the sterilization cycle ran within all required parameters with no anomalies. There have been no other companies received for the iol lot number identified.